Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2 mg/ml bupivacaine at 0.4284 mg/day and 35 mg/ml morphine at 7.496 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a critical alarm was occurring. Pump logs were checked and a low battery reset and safe state were noted. The last elective replacement interval reported the patient had 21 months left. The pump was set to minimum rate and the patient would be referred for surgery. The patient was managed with oral medications until the replacement surgery could be scheduled. No symptoms were reported. The low battery reset and safe state were found upon interrogation on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump revealed that the battery had high resistance. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a manufacturer representative. The pump was explanted and replaced on (B)(6) 2016. The device was explanted because it "stopped working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.